Event description:
The customer stated that she was hospitalized with a high blood glucose of 598 mg/dl. The customer declined all troubleshooting, and just wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case near the reservoir window, a cracked reservoir tube lip and cracked battery tube threads.